Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration: (B)(4). It was reported to an arjo representative that there was an incident with the involvement of maxi twin floor lift and passive clip sling. It was stated that during patient's transfer, when the resident was lifted out of the bed, one of the sling clips detached from the spreader bar attachment point (pin). Following the information provided, the patient was being transferred with the assistance of one caregiver. As the consequence of the event the resident fell off the sling to the floor. The patient was taken to a local hospital for precautionary examination. Fortunately, no injuries were found. Arjo qualified representative visited the customer to conduct an interview and device evaluation. Claimed sling was fitted with previous design "grey" clips. Based on the photographic evidence, we are able to determine that the sling was manufactured in july 2004. During inspection it was noticed that there were signs of degradation on one of the clips grey insert (part of the grey clip component that prevent the breaking) was missing. According to information provided by the technician: ¿this could cause the sling to be loose on the spreader bar¿. No malfunction regarding the lift was reported. No other information around reported incident was made available to arjo. It was only confirmed that it was a use error that most likely contributed to the reported incident of a clip detachment. Following the customer¿s statement: ¿after internal review we are satisfied that it was not an equipment malfunction relating to this event that was at fault¿. Based on the product knowledge and a simulation, when the labeling is followed and the sling is placed in the correct way and the instructions of using the system are followed, it is very unlikely a patient drop or other adverse event during the transfer of the patient with the sling and lift will occur. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as stated in the labeling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on the clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Each component is subject to wear, therefore should be checked regularly. Sling in question has been manufactured about 15 years before the failure occurred and its replacement should be considered. If the caregiver follows every guideline given in the device IFU, there is a low possibility of any potentially risky situation to occur. The maxi twin IFU (04.kt.00/3gb) indicates the steps of proper lifting process and also points out: ¿always check that the sling clips are fully in position before/during a lifting cycle. Keep an eye on the tension as the resident¿s weight is gradually picked up.¿ ¿the maxi twin equipment must be used by an adult, appropriately trained caregiver with adequate knowledge of the care environment.¿ ¿it is essential that the sling attachment cords, the slings, their straps and attachments clips are carefully inspected before each and every use. If the slings, cords or straps are frayed, or clips damaged, the sling should be withdrawn from use immediately and replaced.¿ the customer did not provide any further details regarding the event circumstances. However, based on all information gathered and the customer¿s statement it can be concluded that the most probable root cause of the event was related to not following correct transfer procedure provided in the instructions for use as the improperly attached sling clip might have detached during the resident¿s transfer. To conclude, the system clip sling and lift, was used for patient transfer and in that way contributed to the alleged event. The sling clip was partially damaged and might have been in use for above 15 years. There were no abnormalities found within the lift that could have contributed to the alleged event, however clip detached during transfer and from that perspective the system did not meet its performance specification. Even though patient did not sustain any injury, we decided to report this complaint to the competent authorities due to the fact that sling clip detached during transfer which might have resulted in a serious injury occurrence.

Manufacturer narrative:
We are in a process of reviewing additional information gathered. The customer has been visited by an arjo representative to perform interview and device evaluation. There were no abnormalities found within the lift. The sling in question was found to be fitted with an previous design "grey" clips. Additional information will be provided upon investigation conclusions.

Manufacturer narrative:
(B)(4). Additional information will be provided upon investigation conclusions.

Event description:
It was reported to an arjo representative that there was an incident with the involvement of maxi twin passive floor lift and passive clip sling. Following information provided, during patient's transfer, from the bed, one of the sling clips detached from the lift spreader bar attachment point. As the consequence of the incident the resident fell off the sling to the floor. Patient was taken to local hospital for precautionary examination. Fortunately, there were no injuries sustained.